Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00341, 3005168196-2018-00342.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using a lantern delivery microcatheter (lantern), ruby coils, and pod5s. During the procedure, the hospital technician felt resistance while advancing a ruby coil and then a pod5 through the lantern. The hospital technician continued to try to advance the coils, and consequently the pusher wires of a ruby coil and a pod5 became kinked/bent. The pod5 and ruby coil were therefore removed, and the physician also removed the lantern from the non-penumbra sheath. Upon removal, the lantern was found to be kinked, and the procedure was therefore completed using a new lantern, the same sheath, and additional ruby coils. It was reported that the lantern may have become kinked as the physician was repositioning it without using a guidewire, prior to attempting to place the pod5 and ruby coil. There was no report of an adverse effect to the patient.